Event description:
From surgeon's op report: we then passed the eea 29 eea stapler from the anal canal and deployed the tine of the stapler through the midportion of our curved contour staple line. We secured the anvil to the tine of the stapler and closed the stapler ensuring there was no extrinsic tissue involved with our anastomosis. Unfortunately, there was a malfunction of the stapler and it did not deploy. Therefore, we had to exchange staplers at this point and perform the same maneuver as dictated earlier. This went successfully and we form our coloanal anastomosis with the ethicon eea 29 mm stapler. We checked our coloanal anastomosis for leak. There was no evidence of air leak using a flexible sigmoidoscope. FDA safety report ID # (B)(4).